Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The 95% stenosed lesion was located in the moderately tortuous left upper arm vein. The wanda pta balloon dilatation catheter was advanced to the target lesion. Upon the first inflation at 13 atms a balloon rupture occurred. The inflation duration is unknown. The wanda balloon dilatation catheter was removed and the procedure was completed with a different device. There were no patient complications or injuries reported. The patient status is listed as 'good'. The product is only ous approved but it is similar to an approved us device.